Event description:
The manufacturer received information alleging a ventilator's internal battery was not holding its charge. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issues.